Event description:
Boston scientific crm received information that this device was explanted due to a patient infection. The device was utilized with a temporary pacing lead in an off-label manner for approximately one week post explant until the patient's infection cleared and the new system was implanted.

Manufacturer narrative:
No other adverse patient effects have been observed. At this time, no additional information is available. If additional information becomes available, this report will be updated.